Event description:
New information notes that a lead evaluation was done via fluoroscopy. There was no visible evidence of coil fracture or externalized conductors. Impedance in the rv to svc to can was measured again low. The rv to can was also decreased. The physician will not do a lead extraction or reposition. Reprogramming was done, and the svc coil was turned off. The lead will remain implanted. The physician will continue to monitor the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert, for low out of range high voltage impedance. The impedance was updated. Physician suspects possible svc coil fracture. The physician is sending the patient for a rv lead evaluation under fluoroscopy. High-voltage lead configuration was changed to rv-can. Patient was discharged in stable condition and waiting for the patient to be scheduled for revision. Lead will be monitored.